Event description:
It was reported that the patient was experiencing inadequate pain relief and had an uncomfortable vibration when standing or sitting. It was noted that the stimulation was off on the right side of the body. The ipg was also not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.